Event description:
A report was received that stated after performing an uneventful phlebotomy, the pt developed a rash radiating out from the venipuncture site. The rash caused painful itching, eventually covering the pt's torso, face, and legs and had to be treated with epinephrine. The physician hypothesized that the pt may be reacting to the metal component of the device. The device in question is no longer available.

Manufacturer narrative:
The cannula of the suspect device is constructed of type 304 stainless steel. The composition (per iso) is shown below (mass %): c=0.07 max; si=1.00max; mn=2.00max; p=0.045max; s=0.03max; n=0.11max; cr=17.5min, 19.5max; ni=8.00min, 10.50max; fe=remaining%.